Event description:
The pt reported several e4 (occlusion) errors were displayed on the infusion device despite changing the infusion set. Her blood glucose elevated to over 30 mmol/l (540mg/dl) and she was taken to the hosp. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.